Event description:
The patient received two leads with the same lot number. It was reported the sjm representative met with the patient and determined most of the lead contacts were invalid. Reprogramming was able to regain stimulation coverage. Follow up identified the patient was scheduled for surgical intervention at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.